Event description:
The literature publication reported the following patient complications while using a 28 mm cryoablation balloon: one (1) patient had cardiac tamponade requiring intervention. No further information was available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.